Event description:
Literature was reviewed regarding a single-site, randomized, sham-controlled, double blind, 6-month crossover study [deep brain stim ulation to the subgenual cingulate gyrus for treatment-resistant depression: a randomized controlled trial and 2-year long-term follow-up]. The following medtronic devices were used: 37601 activa among all patients adverse events / device product performance issues included: it was reported that one patient experienced a grand mal seizure post-surgery. It was reported that one patient had a surgical revision of their electrode placement. It was reported that one patient had an incision infection at their ins site. It was reported that one patient had hospitalization due to suicidality. It was reported that one patient experienced system dislodgment. It was reported that 5 patients experienced sleep disturbances, headaches, pain at the surgery incision sites, and hearing/visual di sturbances.

Manufacturer narrative:
Continuation of d10: product ID 37601 (serial: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389 (lot: unknown); product type: 0200-lead; implant date ; explant date brand name activa; product ID 37601 (serial: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date brand name activa; product ID 37601 (serial: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date brand name activa; product ID 37601 (serial: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date citation: peter giacobbe, sakina j. Rizvi, amanda k. Ceniti, george tomlinson, gavin j.b. Elias, jürgen germann, rima styra, andres m. Lozano, sidney h. Kennedy. Deep brain stimulation to the subgenual cingulate gyrus for treatment-resistant depression: a randomized controlled trial and 2-year long-term follow-up. Canadian journal of psychiatry 2025. Doi: 10.1177/07067437251369226 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.